Event description:
No additional information.

Manufacturer narrative:
One mz1000 sample was received for investigation in opened packaging from lot 23105365. Two connecting products were also returned with opened packaging; cadd smiths medical asd's 21-7301-24 and 21-7106-24, with clear residual fluid throughout. The customer reported that the maxzero leaked during infusion of "veletri via the cadd legaci infusion pump at a flow rate of 1.6 ml/h. He also uses the cadd extension set extender and cassettes" and that this occurred after 3 days of use. The customer also confirmed that the sample was disinfected using chlorhexidine. The returned sample was subjected to leakage testing using a 50ml bd plastipak syringe; leakage was confirmed from the maxzero. Upon closer inspection, a crack was identified at the maxzero's female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23105365 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that bd bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: description défaut : two-way valve has leaked processing : type of treatment : infusion.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.